Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens tore while being inserted into the eye. The lens was removed with no pt injury. Backup lens was used.